Event description:
The account alleges that the hi/low has no function, resulting in an inability to achieve trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the trendelenburg switch assembly, coupling, grommet, circuit board, trendelenburg limit assembly, safety spring, nurse control panel, and screws and spacers, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.